Event description:
The affiliate alleged the customer reported non-reproducible discrepant cancer antigen (ca) 19-9 results, for four pts, involving unicel dxl 800 access immunoassay system. This report refers to pt number 1. The elevated result was released out of the lab. Subsequent testing produced lower results within a different clinical range. There has been no report of pt injury or change in pt treatment associated with this event. The field svc engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field svc engineer (fse) serviced the unit on (B)(4) 2009. The fse performed high sensitivity (hs) foam/hs no foam test which failed. Hs foam/hs no foam test was repeated four times and all tests passed within specs. Precision test was performed on all pipettors which conformed to specs. The fse discovered the wash wheel very dirty with white powder but did not appear to be dried wash buffer. The fse cleaned the wash wheel, and the dispense probe was adjusted. The fse aligned the aspirate probe plate height. All reagent pipettors and sample pipettors were re-aligned. The fse performed four diagnostic tests and all passed within specs. The unit conformed to the MFR's published performance specs. This reportable event was identified during a retrospective review of product complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-04166, 2122870-2011-04167, 2122870-2011-04168.